Manufacturer narrative:
H3, h6; the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned without the tip protector or other protective packaging. The anchor tip was broken, and the holding pin was bent to the side. The fractured tip was not returned. There was orange, splotchy debris on the device, but a presumptive blood test found that it was not blood. An analysis of the customer provided image revealed that the tip of the anchor had fractured off, and the holding pins were exposed and bent. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the drawing found that found that the device must be sent with a tip protector, and the pins are intended to be straight. The complaint was confirmed, but the root cause could not be established. Factors that could have contributed to the reported event include rough shipping and handling, an impact event during transportation or at the customer site, or excessive force on the device.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, when the package was opened, it was found that the anchor was broken. It is unknown whether the event happened during surgery and if a delay occurred. A back-up device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.